Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A new manifold cover was supplied for the customer to replace. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI# (B)(4).

Event description:
The hospital reported a broken bag port preventing manual ventilation. There was no report of patient involvement.